Event description:
It was reported that the customer's insulin pump was not delivering the insulin and kept alarming no delivery for several days. The mother stated that currently the customer is hospitalized due to food poisoning and high blood glucose of 448mg/dl. The time, date, basal rates, and bolus wizard settings were correct. Further troubleshooting was declined as father requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had scratched display window and cracked reservoir tube lip. Unable to confirm no delivery alarms.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.